Event description:
It was reported, there was noise on the egms (electrograms) in the analyzer function. The analyzer was changed, with no resolution. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis could not confirm the reported event. The programmer passed all testing, with no anomalies found. A check of the error log showed that several system errors had occurred in the past. The software was reloaded.